Event description:
It was reported that the patient expired. The date of the patient's demise is unknown. It is unknown if the patient's death was attributed to the device, as no other details were provided.

Manufacturer narrative:
Device not returned.